Event description:
Reportedly, post repair, the device would not turn on and was getting warm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the case was cracked. Device evaluation identified that the unit had no power, the case was cracked, there was fluid intrusion, and the battery, comport pins, and ECG block were all corroded. Due to the devices damaged condition it did not test to OEM specifications. As there was no power, the report of the device becoming warm could not be confirmed. The mac address label, front overlay label, rear overlay label, lead overlay, screw covers, repair case (with led flex, overlays, and battery contacts), comm port flex cable, connector dust cap (single), alignment plug, side port connector plug, interference foil shield, rear back case cover, and battery door (white) were all replaced. The circuit boards were inspected. The spo2 sample rate was set to continuous. The rf access code was set to 0. The device was set to factory default. The mac address was set to 0009fb362f49. The firmware/software rev. Was set to c.00.58. The case was checked for damages and tested on a simulator. The performance and power on tests passed per OEM specifications. The root cause for the device not turning on was determined to be due to the extensive damage that was user related and not related to a device manufacturing / malfunction issue. It was determined that this was not related to the previous repair. This type of event will continue to be monitored. B1: report type: correction.